Event description:
Indication: chronic inflammatory demyelinating polyneuritis. Dose or amount and frequency of gammagard: infuse 45 gm (450 ml) intravenously daily for 3 days, consecutively, every 3 weeks (total dose 135gm). Nurse reports that she is to do patient's day 1 infusion and is getting error "empty lit battery" on pump (serial (B)(6); maintenance due 12/2024). Nurse replaced batteries and getting same error. Nurse states she will complete infusion via gravity today and pharmacy can send replacement for arrival for tomorrow. At time of notification unknown if gravity field completion was successful. Pump available for return. No adverse event(s) reported due to product issue. No further info. Reported to (B)(6) by: patient/caregiver.